Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specifications. Device passed self test and displacement test. Device was monitored for 24 hrs and missing segments, partial display, gray display or blank display anomalies noted. Power connector plug in and locked in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the screen was black then gone gray. Customer¿s blood glucose level was 138 mg/dl. It was reported that the insulin pump had partial display. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.